Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 48 mg/dl at the time of the incident. The customer was at 202 mg/dl at the time of admission, and 276 mg/dl at the time of the call. The customer went to hospital for pain and not the low. The customer used food to treat. The customer experienced symptoms such as a seizure and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer stated the pump failed the audio test. Troubleshooting was not completed as the customer was unable to continue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The audio tone functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).